Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See sections a2 - a6. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely to have been the result of mishandling of the laser fiber. No device malfunction occurred on the laser console and the console was reported to have operated as expected once the fiber was switched out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Patient identifier of (B)(6), addresses model number: tfl-fbx200bs, serial number: (B)(4). Patient identifier of (B)(6), addresses model number: tfl-pls, serial number: (B)(4). To date, the device has not been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales representative reported to olympus, the laser fiber was plugged into the thulium laser. The physician placed the wire through the scope and pushed the foot pedal. The wire seemed to catch fire briefly where it attached into the plastic piece that plugs into the machine (the opposite end from the patient). No harm was done to the patient. The wire was exchanged for a new one that worked without further problems. The issue occurred during an ureteroscopy laser stone ablation. The laser fiber was opened to the field as per the site's protocol. The packaging and expiration dates were checked. The customer noted that the entire fiber was not closely inspected; however, there were no obvious problems when the scrub technician handed off the end that went from the machine to the circulator. The procedure was delayed less than five minutes while a new laser fiber was opened and passed off to be hooked up to the generator. No pictures or videos of the break were available. The break in the fiber was a complete break where the fiber connected into the plastic plug that plugged into the generator. No pieces broke off or fell into the patient.